Event description:
It was reported during unk procedure a puncture of an aortic aneurysm occurred. Pt subsequently expired. On 2/26/97 contacted or supervisor who did not feel comfortable discussing situation and asked that the request be put in writing. 2/26/97 letter sent ot or supervisor. On 3/25/97 rec'd operative report from hospital.